Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded the cartridge with cold insulin. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose.